Event description:
The facility reported an infusion pump that at times reads channel failure, and turns off by itself when tubing is inserted and the start button is pressed. A noisy motor can also be heard. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital rep, no pt injury or medical intervention had been reported related to the device. No additional info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for evaluation but has not yet been received. Should the pump be received for evaluation, a follow up report will be filed upon completion of the evaluation, or if additional information becomes available.